Manufacturer narrative:
A visual inspection of the returned product shows a small tear in one plate haptic. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon had inserted a single piece silicone lens model aa4204vf into patient's eye and noticed the lens was torn. The surgeon removed the lens without enlarging the incision and replaced it with another model lens. No patient injury.